Event description:
It was reported that the insulin pump went into threshold suspend mode while the customer did not have the sensor inserted. The blood glucose reading was unknown, as this was a past event. The customer's father stated that the insulin pump passed the self test. The insulin pump's alarm history did not extend back to the time of the report anomaly. Advised the caller to upload data from the insulin pump to carelink; however, multiple attempts were made using multiple computers, but the insulin pump would not upload past 29 percent. It was unclear whether the insulin pump malfunctioned or if there was a memory corruption in the device history which erased the sensor data that was there. The data was missing fields with the new sensor, initialization and calibration values that would normally appear before the start of the sensor. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump downloaded properly using carelink pro and trace/history download. The carelink file shows that on 08/04/2014, the insulin pump had a 24 hour sensor trace with multiple blood glucose readings. The threshold suspend alarmed and suspended the basal delivery for 2 hours. The device had an automatic start after the 2 hours and the basal delivery continued. On (B)(6) 2014, the carelink download shows that the insulin pump had a manual calibration of 223 mg/dl as the blood glucose reading at 11:42 am, and at 3:49 pm a manual calibration of 183 mg/dl. The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. No anomalies were noted. No cosmetic damage was noted on the pump. No sensor history anomaly noted.